Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The reported device was not returned as there was no adverse event identified by the treating physician and the device was discarded per the hospital's procedures. While inconclusive, there was no evidence that the visual observation of thrombus was the result of the use of the orbital atherectomy device or that it caused or contributed to an adverse event for this patient. (B)(4).

Event description:
A study core lab reported a visual observation of a thrombus during their image review of a protocol-required, optical coherence tomography (oct) following a coronary atherectomy procedure using a csi orbital atherectomy device (oad). The procedure was completed with no adverse events reported by the treating physician.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a major dissection.

Manufacturer narrative:
Per physician review, this observation of thrombus was not associated with any adverse event to the patient and was a sub-clinical finding associated with the intravascular imaging core lab analysis required as part of a clinical trial. Based on this review, this event no longer meets the definition of a reportable serious injury. Csi ID (B)(4).

Event description:
The location of the thrombus was at at stent. No thrombus was observed via angiography.